Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis in good condition. The device was started in application, no problems found with double beeping. However, the downstream sensor will be replaced as a preventive measure.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump alarmed and indicated no cassette. No adverse effects were reported.